Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during staple firing at antrum in a sleeve gastrectomy procedure, there was incomplete staple line distally. The firing stopped midway. New device was used to complete the case.